Event description:
It was reported that the lead pulled back and dislodged. High thresholds and low sensing was also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found only a cut on the outer insulation, and the large volume of blood ingress on proximal conductor. According to the finding and the anomalies described in the event and due to the length of implant, it is likely that the extrinsic insulation breach that was observed during analysis occurred at implant. The outer insulation breach is likely the cause for the electrical complaints. If information is provided in the future, a supplemental report will be issued.